Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted percutaneously via the right femoral vein in a 43-year-old male patient with post operative left ventricular assistive device (lvad) support who presented in scai stage e shock. During support, the care team obtained a CT scan of the brain due to neurological concerns, which revealed an ischemic stroke with midline shift. Anticoagulation with heparin was stopped out of concern for possible hemorrhagic transformation, with laboratory values showing thrombocytopenia (platelets 23) and a ptt of 34.8. While on support, the device functioned within expected flow ranges at p-6 (2.5 ¿ 3.1 l/min), and no device alarms, positioning issues, or performance concerns were reported. The patient was simultaneously supported with a permanent lvad, and no other device interactions were described. The impella was not removed due to the event, and no product was returned for evaluation. The patient ultimately had care withdrawn and expired. Based on the available information, the ischemic stroke appears more consistent with the patient¿s underlying critical illness, severe cardiogenic shock, and coagulopathy rather than a malfunction of the impella rp flex. No evidence suggests device performance failure, and the device appeared to function as intended throughout support; however, full device involvement cannot be conclusively determined without product evaluation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.